Manufacturer narrative:
Investigation found that the pump showed impact bent platen causing the platen to not close to perform 40 psi test. Platen was replaced to resolve the issue.

Event description:
Customer stated that pump tubing door is bent and pump tubing door can not be closed.